Manufacturer narrative:
Concomitant product: 35ml monoject syringe; therapy date (B)(6) 2016. The customer¿s report of an incorrect morphine concentration rate was confirmed in the pcu event log. Analysis of the log showed that at 10:17 am on (B)(6) 2016 the pca module was initially programmed to infuse morphine pca high concentration 150mg in 30ml for a pca dose + continuous infusion with loading dose 4 mg, pca dose 1 mg, continuous dose 2mg/hr, 10 minute lockout and 8mg/hr max limit. Confirm was selected in response to the clinical advisory ¿alert multiple concentrations are possible with this drug.¿ at 10:22 am, the device was paused and the door and clamp opened. At 10:27 am, morphine pca standard conc 30mg in 30ml was programmed for a pca dose + continuous infusion with pca dose 1 mg, continuous dose 2mg/hr, 10 minute lockout and 8mg/hr max limit. The infusion continued at these parameters until 1:34 pm when the device was channeled off. There were a total of 5 successful pca dose requests made for a total of 5ml. The volume recorded as being infused during this period for the pca dose + continuous infusion was 11.7805ml. There were a total of 6 unsuccessful pca dose requests made, 5 due to the 10 minute lockout and 1 because the device was paused at the time of the request. The root cause of the reported event was a user programming issue. Devices not received, log review only.

Event description:
The customer reported that a syringe with morphine 5mg/ml was installed and the infusion was programmed at 10:22 am for a loading dose of 4mg, 2mg/hr continuous, 1mg pca dose, 10 minute lock out, and 8mg per hour max limit. The module started alarming and the door was opened to stop the alarm. The door was closed and the pca infusion was started. After 3 hours of infusion the patient became extremely lethargic and unresponsive. Narcan was administered; the patient became more responsive and vital signs were stable. Upon reviewing the drug event history the customer noted that at 10:28 am the concentration had changed to the standard 1:1 concentration. It was reported that "total milliliters of morphine administered was 14.85ml, 5ml given via pca button, continuous infusion delivered 6.01ml, and loading dose delivered 3.84ml" and "approximately 74.25mg of morphine was delivered in approximately 3 hours."